Event description:
It was reported that the patient passed away on (B)(6) 2021. Gastrointestinal (gi) bleeding was not confirmed.

Manufacturer narrative:
B2 date of death: updated to (B)(6) 2021. Manufacturer's investigation: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding and hypovolemia could not be conclusively established through this evaluation. The account reported that the patient was having low flow events. It was communicated that these were due to hypovolemia, and they resolved with volume and blood transfusion. The low-speed events were caused by the physician changing the fixed speed before the low speed limit. The account also reported that the patient had an undetermined bleed and expired on (B)(6) 2021. Gastrointestinal bleeding was not confirmed, and no diagnostics were done. The death was not device related, and the device operated as expected. No product is available for investigation. The controller event log file contained data from (B)(6) 2021 10:39:33 through (B)(6) 2021 16:19:34. 24 low flow fault flags were captured, resulting in 9 low flow hazard alarms on (B)(6) 2021. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The left ventricular assist device (lvad) event log file captured low flow events on (B)(6) 2021. The controller and lvad periodic log files captured the pump operating as expected. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 05may2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The system monitor section of the IFU describes the pump flow display and pulsatility index and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of death is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05113. It was reported that the patient clinically had a few low flow alarms due to low mean arterial pressures. On the old system monitor, there were some inappropriate values such as pump speed of 1104 rpms with no active alarms when the patient is set at 5200 rpms. Then the pump flow was 1.0 lpm with a pump speed of 130 rpm and a pulsatility index (pi) event. A review of the log file showed that it contained low flow alarms from (B)(6) 2021. The estimated flow appeared to be fluctuating below the alarm threshold of the 2.5 lpm. Most of these low flow events were unsustain (less than 10 seconds to trigger low flow alarm). The log file also captured a low speed operation on (B)(6) 2021 when set speed (5100 rpm) was change below the low speed limit of 5300 rpm. The low flow alarms were caused by low volume and resolved with volume and blood transfusion. The speed was changed by the physician and the low speed limit was not updated. The patient passed away due to an undetermined bleed that was possibly a gastrointestinal bleed. The death was not considered to be device related and the device operated as expected.